Event description:
The customer caller states unit has codes 3.3v supply failed, 5v supply failed, ovp circuit failed, mc pcba adc failed, and 35v supply failed. The customer reported that the unit was not in use on a patient. The customer contacted product support and was advised that the unit may have a faulty power management (pm) or motor controller (mc) pcb and to try a different (pm) pcb from a known good unit for troubleshooting purposes. The customer will perform further troubleshooting and make any/all needed repairs to unit. The customer will call back only if further assistance is needed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
It has been identified that MFR report#: 2031642-2022-020406 is the correct report and is the primary complaint. Any additional information will be submitted under the initially reported MFR report. MFR report#: 2031642-2022-02322 has been identified to be a duplicate and should be nulled.

Manufacturer narrative:
H11 (corrected data): upon further review of this record, it was determined that it is a duplicate of an event previously reported under MFR report #2031642-2022-02046. Any additional information will be submitted under the initially reported MFR report #2031642-2022-02046.